Manufacturer narrative:
A1: the full patient identifier is (B)(6). A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: no hardware errors or other assay issues were reported in conjunction with this event. System performance indicators such as system check, calibration and quality control were passing within specifications at the time of the event. No issues with samples integrity were reported by the customer. The customer ran a system check and qc; both were within specifications. There is insufficient evidence to suggest carryover as the customer did not report running a sample of high troponin concentration prior to the questioned result. A field service engineer (fse) was dispatched to customer¿s site on (B)(6) 2025 (wo: (B)(4). He replaced peristaltic tubes and wash pump seals. Highly sensitive (hs) system check passed. He adjusted pipettor positions. He cleaned aspirate and dispense probes as well as wash wheel. He calibrated pressure sensor and primed the system. System check, carryover test and hs system check passed. In conclusion, the cause of this event cannot be determined with the available information. Although the instrument was serviced by the field service engineer (fse), there is insufficient evidence provided to reasonably suggest a system malfunction was the cause of this event. No error messages or issues with other assays were reported in connection with this event. Sample information such as sample collection tube used, centrifugation time and speed, storage or handling was not provided by the customer. Note: five MDR reports will be submitted, one for each of the five patients who were affected by this event.

Event description:
On (B)(6) 2025, the customer reported obtaining repeatable, falsely elevated hstni (access high sensitivity troponin I, part number: b52699, lot number: 572039) patient results for 12 patients involving the laboratory's dxi 800 access immunoassay w/spot b analyzer (part number: a71456, serial number: (B)(6). Specific patient result data was not provided for review. As a precaution, all samples were analyzed in duplicate using the dxi 800 s/n: (B)(6), and every result was consistently elevated. All samples were re-tested on dxi600 analyzer s/n: (B)(6) and results obtained were below the cut off value. On (B)(6) 2025, the originator of the complaint indicated by mail that results were inconsistent with both clinical records and the results obtained using abbott alinity method (results not provided). The customer reported that 5 of the 12 patients underwent a change to patient treatment/management as a result of this event. 7 patients were unaffected by this event. Patient 5 received treatment for myocarditis. There was no further information provided regarding the type of treatment. Note: five MDR reports will be submitted, one for each of the five patients who were affected by this event. No hardware errors or issues with other assays were reported in conjunction with this event. System check passed on (B)(6) 2025. Calibration passed on (B)(6) 2025 with reagent lot: 572039 and calibrator lot: 440394. Quality control (qc) was passing within the laboratory¿s established ranges. There is insufficient evidence to suggest carryover as the customer did not report running a sample of high troponin concentration prior to the questioned result. No issues with samples integrity were reported by the customer.